Manufacturer narrative:
As reported, the distal end of the 300 cm. Sgw stabilizer plus st ss guidewire became unsheathed into the right leg artery, exposing the blade at the end of the guidewire. The patient experienced thrombosis of the right leg. The physician is monitoring the patient and the right leg before making a decision on treatment/intervention. Additional information received indicated that the distal tip of the device stayed in the intra-artery making a real plug. The physician attributed the reported right leg thrombosis to the reported product issue. The current status of the patient was reported to be trans-tibial amputation. No additional target lesion/lesion characteristic information was provided. The approach for the procedure was reported to be endovascular. The product was not re-sterilized. The reported product issue occurred during withdrawal of the guidewire into the non-cordis guiding catheter. The guidewire tip was visible on fluoro throughout the procedure. There was difficulty tracking the wire through the vessel or lesion to remove the guide. There was no reported resistance/friction between the wire and other devices during insertion. The guidewire kinked during insertion into the artery. The guidewire was not advanced through the struts of an existing stent. The guidewire only prolapsed once during placement. It was unknown if the tip remained in a prolapsed position during treatment of the lesion. The guidewire tip was advanced in the distal vasculature of the distal posterior tibial artery. The procedure was not for treatment of a bifurcation lesion. The guidewire was not used for treatment of another lesion prior to the event. The following information was reported to be unknown or not applicable (na): was the wire removed from the dispenser by the distal floppy end; was the wire kinked or damaged in any way prior to insertion into the patient; was the wire re-shaped by the user; if the wire was re-shaped, what method was used; was a ¿drilling¿ or ¿jack-hammer¿ technique used to re-cannulize the vessel; was the wire used in the main vessel or side branch; was the wire jailed at any time behind a stent; did the wire become fixed or caught at any time prior to the event; or did the wire become fixed or caught at any time. No additional information was available. The product was not returned for analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. However, procedural factors (guidewire kinked during insertion) may have contributed to the reported event. According to the product instructions for use, users are warned that guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks. Do not use a guidewire that shows signs of damage. Damage will prevent the guidewire from performing with accurate torque response and control. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Additional information: the product was returned for inspection. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(6). The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the distal end of the 300 cm. Sgw stabilizer plus st ss guidewire became unsheathed into the right leg artery, exposing the blade at the end of the guidewire. The patient experienced thrombosis of the right leg. The physician is monitoring the patient and the right leg before making a decision on treatment/intervention. The product will be returned for inspection. Additional information received indicated that the distal tip of the device stayed in the intra-artery making a real plug. The physician attributed the reported right leg thrombosis to the reported product issue. The current status of the patient was reported to be trans-tibial amputation. No additional target lesion/lesion characteristic information was provided. The approach for the procedure was reported to be endovascular. The product was not re-sterilized. The reported product issue occurred during withdrawal of the guidewire into the non-cordis guiding catheter. The guidewire tip was visible on fluoro throughout the procedure. There was difficulty tracking the wire through the vessel or lesion to remove the guide. There was no reported resistance/friction between the wire and other devices during insertion. The guidewire kinked during insertion into the artery. The guidewire was not advanced through the struts of an existing stent. The guidewire only prolapsed once during placement. It was unknown if the tip remained in a prolapsed position during treatment of the lesion. The guidewire tip was advanced in the distal vasculature of the distal posterior tibial artery. The procedure was not for treatment of a bifurcation lesion. The guidewire was not used for treatment of another lesion prior to the event. The following information was reported to be unknown or not applicable (na): was the wire removed from the dispenser by the distal floppy end; was the wire kinked or damaged in any way prior to insertion into the patient; was the wire re-shaped by the user; if the wire was re-shaped, what method was used; was a "drilling" or "jack-hammer" technique used to re-cannulize the vessel; was the wire used in the main vessel or side branch; was the wire jailed at any time behind a stent; did the wire become fixed or caught at any time prior to the event; or did the wire become fixed or caught at any time. No additional information was available.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Per lake region (B)(4) and lake region packaging lot numbers 10560667, 35226087 lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Updated cc: as reported, the distal end of the 300 cm. Sgw stabilizer plus st ss guidewire became unsheathed into the right leg artery, exposing the blade at the end of the guidewire. The patient experienced thrombosis of the right leg. The physician is monitoring the patient and the right leg before making a decision on treatment/intervention. Additional information received indicated that the distal tip of the device stayed in the intra-artery making a real plug. The physician attributed the reported right leg thrombosis to the reported product issue. The current status of the patient was reported to be trans-tibial amputation. No additional target lesion/lesion characteristic information was provided. The approach for the procedure was reported to be endovascular. The product was not re-sterilized. The reported product issue occurred during withdrawal of the guidewire into the non-cordis guiding catheter. The guidewire tip was visible on fluoro throughout the procedure. There was difficulty tracking the wire through the vessel or lesion to remove the guide. There was no reported resistance/friction between the wire and other devices during insertion. The guidewire kinked during insertion into the artery. The guidewire was not advanced through the struts of an existing stent. The guidewire only prolapsed once during placement. It was unknown if the tip remained in a prolapsed position during treatment of the lesion. The guidewire tip was advanced in the distal vasculature of the distal posterior tibial artery. The procedure was not for treatment of a bifurcation lesion. The guidewire was not used for treatment of another lesion prior to the event. The following information was reported to be unknown or not applicable (na): was the wire removed from the dispenser by the distal floppy end; was the wire kinked or damaged in any way prior to insertion into the patient; was the wire re-shaped by the user; if the wire was re-shaped, what method was used; was a ¿drilling¿ or ¿jack-hammer¿ technique used to re-cannulize the vessel; was the wire used in the main vessel or side branch; was the wire jailed at any time behind a stent; did the wire become fixed or caught at any time prior to the event; or did the wire become fixed or caught at any time. No additional information was available. A non-sterile unit of sgw stab plus .014 300cm st ss was received coiled inside of a plastic bag. Guide wire was observed unraveled stretched. No other damages were observed. The core wire distal end was inspected under microscope and was observed bent and fractured. The unit was sent to sem analysis in order to analyze the cause of separation. Sem results showed that the fractured wire presented evidence of ductile dimples and plastic deformation. These types of failures occur due to a tensile overload. Also ductile dimples can suggests pulling / stretching events. Based on the evidence found it¿s very likely that the fracture could be related to a stretching/pulling events. No other anomalies found during sem analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. See lake region report under attachments. The reported event by the customer as ¿guidewire - exposed braidwire/corewire - (peripheral)¿, ¿distal tip - fractured/separated-in patient (peripheral)¿ and ¿distal tip - kinked/bent-in patient¿ were confirmed due to condition in which the unit was received. The exact cause of the reported separation could not be determined. However, procedural/handling factors, pulling/stretching events, might have contributed to this issue. According to the product instructions for use, users are warned that guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks. Do not use a guidewire that shows signs of damage. Damage will prevent the guidewire from performing with accurate torque response and control. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.